Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, capsular contracture baker grade ii.

Event description:
Healthcare professional reported left side "capsular contracture baker grade ii, device migration/implant malposition, deflation, and ptosis" via nbir. Patient undergone capsulectomy. Device has been explanted and replaced.